Manufacturer narrative:
A field service engineer (fse) went on-site and adjusted the instrument probe wipe, verified repair and results met published performance specifications. The root cause for this event was attributed to the probe wipe being out of alignment.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the rinse block was leaking on the coulter lh 500 analyzer. The operator was wearing appropriate ppe. There was no exposure to mucous membranes or open lesions and the operator did not seek medical attention.